Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, corrections were delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The top housing was observed to be cracked. The crack did not affect the functionality of the device. The soft cannula was not observed to be bent or kinked. The download data showed no timeouts or drive stalls that would indicate any struggle to deliver insulin.